Event description:
It was reported that a time storm occurred on the network, resulting in a loss of the unity network. Pt monitoring was affected for approximately 15-16 hours. No pt incidents have been reported at this time.